Event description:
Medtronic ent representative reported that during a case, the surgeon felt inaccurate navigating. He performed a pointmerge registration and had a predicted error of 1.2mm. No impact on patient outcome was reported.

Manufacturer narrative:
No parts are expected to be returned. Software investigation pending.